Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced issues with receiving change sensor/bad sensor alerts. The customer stated that her blood glucose normally ranges between 121 to over 300 mg/dl and one time it was at 440 mg/dl. Sensor best practices were reviewed. Troubleshooting for high blood glucose was declined. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.